Manufacturer narrative:
The returned dorsal height/revision tool was examined. The tip of the device has fractured on one side. The cause of this event can likely be attributed to off-axis applied force during the procedure. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a dorsal height adjuster broke off while removing a previously-implanted screw during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a dorsal height adjuster broke off while removing a previously-implanted screw during surgery. An alternative driver was used to complete the procedure without reported patient impacts.